Event description:
A report was received from another country that a drape caught fire in the outpatient department during the excision of a cyst. A disposable cautery was used. The skin prep was bexadine (70% alcohol). The drape caught fire (flames) on the pt. The pt was conscious and was lightly burnt on the chest. The cautery gun was the heat source and it was not an oxygen right environment. The burn was first degree and the size of a "lime". There were no blisters and the skin was just pink. The user facility did not use any huck (green) towels underneath. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
No product will be returning for eval. Photographs of the drape and burn area in the drape were provided and evaluated. The device history record was reviewed and the product met mfg specifications. There are no chemicals or any other substances used during the mfg process which could cause this incident. According to the incident comments from the user facility, the cautery gun was the heat source. Therefore, another device caused the incident.